Manufacturer narrative:
Continuation of d10: product ID: dvea3e4 (serial: (B)(6)); product type: 0235-ICD; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days post-implant, an alert was triggered for the extravascular (ev) lead due to low out of range (oor) ring 1 to coil 2 impedance falling below the alert threshold. The patient was brought into the clinic and the lead alert was turned off and adjusted to observation only. The patient will continued to be monitored. The ev lead remains in use. No patient complications have been reported as a result of this event.